Manufacturer narrative:
Date of report: 28jun2019. Date received by manufacturer: 27jun2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to continue testing by by-passing the exhalation port. Multiple attempts were made to obtain repair information of the device that were unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Phone troubleshooting with customer.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported failed system leak test during the preventative maintenance (pm). The pressures are reading -30 with a set of zero. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.